Event description:
It was reported that prior to starting a da vinci assisted surgical procedure using an xi system, and before surgical port placement, repeated non-recoverable fault 25888 occurred during initial system power-on. A hard power cycle was performed; however, the fault recurred with each subsequent power-on attempt. The procedure was continued as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer confirmed, a non-recoverable fault occurred on the primary console of a dual-console system during power-on. However, the secondary console remained fully functional, allowing the customer to continue the procedure using the same system. The robotic procedure was completed successfully without the need for conversion. The patient tolerated the procedure well, and no adverse events were reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) to correct the reported error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.